Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the initial procedure was performed on (B)(6) 2015. The reoperation was performed on (B)(6) 2015. The needle was found in the chest cavity.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke off. The surgeon was unable to find the broken tip. The first x-ray done did not show a foreign body so the patient was closed. Later in the day, a second x-ray was performed and it did show a foreign body. The patient was taken back to surgery for removal of the foreign body on the next day. The current status of the patient was reported as doing fine. Additional information has been requested.